Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the common iliac artery using an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath and a guidewire. During the procedure, while advancing the cat7 through the stents, the physician experienced resistance and kinked the cat7. While retracting the cat7, the physician encountered resistance and subsequently, the distal end of the cat7 broke. The physician then removed most of the broken distal end using a snare device and stented the remaining portion against the vessel wall. The procedure ended at this point. There was no report of an adverse effect to the patient.